Manufacturer narrative:
This is our combined initial and final report on this incident

Event description:
The customer reported a false negative antibody screening test of a patient with a known anti-e and anti-k on tango. The identification of the antibodies was performed using the ortho gel system. The patient sample that had caused the allegedly false negative test result was sent to us for quality control, but none of the supposedly defective product was returned. Therefore our quality control laboratory tested the retained sample of biotestcell 3 with the provided patient sample. The sample reacted negatively. In further testings the patient sample showed a positive direct antiglobulin test (dat) and a very weak positive reaction (+/- ) in the gel method. The patient material was not sufficient to carry out further testings. The retained sample of biotestcell 3 was tested with different antibodies, inclusive an anti-k and anti-e. All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell 3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. A check-up of the affected tango optimo gave no instigation to suspect the performance of the device to be part of the reported problem.